Event description:
Related manufacturer reference number: 1627487-2023-02330. It was reported that after a fall patient experienced diminished/loss of therapy. Targeted pain pattern is feet. Lead diagnostics showed that the left s1 lead had high impedances on all contacts and x-rays confirmed that it was fractured. Additionally, patient had a 140-pound weight loss and the right s1 lead was painful and causing buttock pain. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.